Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: cuomo et al: immunosuppression and abdominal wall defects: use of autologous dermis, in vivo 29: 753-756 (2015) please see referenced article attached (B)(4).

Event description:
Title: immunosuppression and abdominal wall defects: use of autologous dermis the purpose of the present study was to analyze the use of autologous dermis compared to non-biological meshes in repair of abdominal wall defects in patients with redundant skin and immunosuppression. The authors treated 18 immunosuppressed patients in 12 years (from the year 2002 to 2014): six liver transplanted patients, nine oncological patients, and three (B)(6) patients. During the procedure in group b, two transplanted patients (post-incisional hernia), four oncological patients (two with post-incisional hernia and two with hernia), and one (B)(6) patient (muscular diastasis) were treated with abdominoplasty and correction of the abdominal wall defect with a non-biological mesh of prolene (ethicon - johnson and johnson, (B)(4)). Group b included patients treated with mesh. The authors recorded three infections within three weeks after surgery, and in one of these three patients, they also highlighted a recurrent diastasis. The infected patients were treated with broad spectrum antibiotic therapy, while the patient with recurrence underwent re-operation with replacement of the mesh with an autologous dermis graft. Microbiological tests were conducted on the mesh removed from one of these patients and they showed numerous colonies of acinetobacter. This patient was re-evaluated and followed-up over time and showed no signs of infection or recurrence in the examinations after one year.